Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on (B)(6) 2016. According to information received the user had no benefit after implantation with the vorp. Re-implantation took place on (B)(6) 2018.

Manufacturer narrative:
A device failure caused by fatigue breakage of lead wire of the conductive link was found during device investigation. Based on information received and the investigation results this damage was most likely caused by the applied surgical technique. This is a final report.

Event description:
The user was implanted on (B)(6) 2016. According to information received the user had no benefit after implantation with the device. Re-implantation took place on (B)(6) 2018.